Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "line under the filter" of a prismaflex st100 set was observed to be torn and leaked fluid during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11:the device was received for evaluation. Visual inspection of the actual sample showed that the set access post pump line was perforated near the filter screwed connector, which allowed the reported leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.